Event description:
On (B)(6) 2013, it was reported to animas that allegedly all the keypad buttons were intermittently unresponsive. The reporter denied any trauma or evidence of moisture to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.